Event description:
It was reported while using bd alaris secondary set the tubing set was not intact. There was no report of patient impact. The following information was provided by the initial reporter: ust for your information we received a tubing set that was not intact.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris secondary set the tubing set was not intact. There was no report of patient impact. The following information was provided by the initial reporter: just for your information we received a tubing set that was not intact.

Manufacturer narrative:
Investigation summary: one photo as sample was received and analyzed by our quality team. The separation of tubing and drip chamber reported by customer is clearly presented and the complaint has been verified. This type of separation is a known issue and the manufacturing plant is taking actions to eliminate further occurrences of this. The root cause is an improper application of solvent (glue) to the tubing before it is joined to the drip chamber. A device history record review could not be performed because a lot number was not provided by the customer.